Event description:
Customer repored a failure code 814:04. Customer did not have information whether incident occurred during pt infusion. Customer was unable to confirm if there were any pt injuries.